Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient was given intravenous antibiotics. Additional information received from the field representative that this pacemaker was then used as an external temporary pacing device until a new system is implanted. There were no additional adverse patient effects reported. The pacemaker was explanted as new system was implanted.